Manufacturer narrative:
This report is filed on april 13, 2018.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site; subsequently the device was explanted on (B)(6) 2018. The patient was re-implanted with a new device during the same surgery.